Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen appeared very dim and delaminated, and a photo confirmed the display was broken while the device otherwise functioned; the patient was advised that the device was no longer watertight and a replacement was issued, with instructions to shut down the device and option to use backup therapy and continue cgm through the dexcom app. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and the patient using backup therapy to ensure safe insulin management. Investigation included review of customer-provided evidence and device return logistics. Investigation of this device revealed physical damage to the display component consistent with a cracked or delaminated screen, resulting in loss of water ingress protection but not an immediate functional dosing failure. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact or handling.